Manufacturer narrative:
The reported event occurred on an unspecified date in 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were black spots in the tube/cap of the medication port on an exactamix total parenteral nutrition bag. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Microscopic examination revealed several fibers partially embedded on the surface of the add port. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.